Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "conducted revision, replaced femur to an xs beaded femur using cement and inserted a small 22 mm cs insert on an s-2 baseplate that was pre-existing. Reason for revision unk at this time."